Manufacturer narrative:
The approximate age of the device was 14 months. The pt expired. The pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A specific cause for the reported hemorrhagic stroke, and a correlation to the device could not be conclusively determined. Upon admission for a transplant, the patient experienced a hemorrhagic stroke and expired. The patient was buried with the pump, and the pump is not available for investigation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt presented to the hosp for a potential transplant. At the time of admission it was noted that the pt had stroke like symptoms and it was determined that pt suffered a hemorrhagic stroke. No alarms were reported for the event. The pt expired and was buried with pump.